Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.2, lab: 1.7. "Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010: 4.7, (B)(6) 2010: 1.8, (B)(6) 2010: 4.3, (B)(6) 2010: 2.2. Customer called back on (B)(6) 2010 and had done a correlation with the lab sometime last week and was happy with the results. Inratio was 1.4 and lab 1.2. Son has been on coumadin for approximately 5 years. Therapeutic range: 2-3. Self-test (mother who has the same blood disorder as son, but not on coumadin) = 0.9

Manufacturer narrative:
Investigation pending.